Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the clinic after transtelephonic strips showed pacing below the programmed base rate of 70 ppm. When the telemetry wand was removed during interrogation, the device reverted to an extended base rate and av-pv delay. Repro- gramming and emergency vvi did not resolve the anomaly. Therefore, the device was replaced.